Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 11-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative regarding a patient receiving morphine at a concentration of 5000mcg/ml and a dosage of 434.6mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was experiencing increased pain. Troubleshooting/diagnostics included a side port study which was unsuccessful, and completion of the side port study found a catheter kink. Part of the catheter pump segment was kinked, and was replaced with a new segment. The segment in the spinal region was still intact and working. There were not any applicable environmental or external factors contributing to the issue. The issue was resolved at the time of the report.